Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 10-aug-2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per an internal review on (B)(6)2021, it was noted that the manufacture date of 5-nov-2020 was inadvertently omitted on 3500a follow up report #2. Therefore, h 4. Device manufacture date has been updated.

Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 10-aug-2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 27-aug-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when the sheath was inserted and puncture was conducted, reverse blood was observed. There was a possibility that the hemostatic valve fell off, so it was immediately changed. The issue was resolved by changing the sheath to another one and the procedure was completed without patient consequence. The product was returned to bwi for evaluation and a visual inspection as well as a microscopic examination of the returned device were conducted. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface has shown evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001502 number, and no internal actions related to the complaint were found during the review. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when the sheath was inserted and puncture was conducted, reverse blood was observed. There was a possibility that the hemostatic valve fell off, so it was immediately changed. The issue was resolved by changing the sheath to another one and the procedure was completed without patient consequence. Additional information was received, and it was reported that the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. The hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was a few drops. The exact amount is unknown. No medical intervention was required to stop the bleeding.